Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address femur fractured after the surgery and the stem became loose. There was no fall or stumble to cause the fracture but the surgeon thinks that there may have been a calvary fracture which was not detected at the time of primary surgery.